Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display speakers were replaced, resolving the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during preoperative testing, the unit displayed a message that the audible alarms were not functioning. There was no report of patient involvement.